Event description:
During t2 scn surgery, the screw was not able to be inserted in the oval screw hole of the nail. The screw was contacting the nail when inserting a screw. Thus the surgeon inserted the screw to the second screw hole from distal of the nail.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.